Manufacturer narrative:
The provided event information reasonably suggests the reported device issues pertained to the patient¿s implantable leads, however it was not clear which issues applied to each lead. A manufacturer¿s report was sent on each lead. A manufacturer¿s report was sent on each lead; see manufacturer¿s report # 6000153-2016-00242 regarding the other implantable lead. Concomitant: product ID 97714, serial# (B)(4), implanted: 2014-(B)(6), product type implantable neurostimulator, product ID 977a260, serial# (B)(4), implanted: 2014-(B)(6), product type lead.

Event description:
The consumer via the manufacturer representative reported that the patient could not feel stimulation except for on program f. Most of the therapy had always been on program a, and now the patient could not feel stimulation on program a anymore. The patient had to go all the way to program f until she could feel stimulation. It was noted that the exact date was unknown, but the patient had noticed the loss of stimulation sometime during the last week. Impedance measurements showed all electrodes, except 12 and 15, were over 10000 ohms. There were no reported falls or trauma that could be related to the reported issue. It was noted that an x-ray was requested because one lead was not working and only electrodes 12 and 15 on the other lead were providing therapy. It was further reported that the patient was receiving therapy benefit. The manufacturer representative reprogrammed the patient, and the patient left feeling good stimulation. If additional information is received, a follow up report will be sent. The patient's indications for use included spinal pain.

Event description:
Additional information received from the manufacturer representative reported that the patient was seen on (B)(6) 2016, and all electrodes were showing open impedances. It was noted that impedances values were measured at 3v. The manufacturer representative palpated along the system to see if a response could be elicited, but the manufacturer representative did not get anything. The patient could not feel any stimulation, and the patient could not be programmed at all. X-rays indicated one of the leads had moved up one whole vertebral body, and the other lead moved up half a vertebral body. The patient was scheduled to see the healthcare professional the week after (B)(6) 2016.

Manufacturer narrative:
Concomitant medical products: product ID 97792, product type: accessory. Product ID 97792, product type: accessory. Product ID 97714, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2016, product type: implantable neurostimulator. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2016, product type: lead. Analysis of the lead found that all conductors were broken 23.2 centimeters from the distal end of the lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
The manufacturer representative reported that the system was explanted and would be sent back. The event date was reported as (B)(6) 2016 but noted that the event occurred over a period of time. It was noted that 14 of 16 leads showed high impedances and that there were impedances on 13 of 16 electrodes. Per impedance checks from (B)(6) 2016, it was noted that all impedances were out of range. Leads were broken. There was a gradual change in therapy. The patient recovered without sequela.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.